Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the consumer alleges the joystick would not turn off. Dealer states when he saw the chair the joystick would turn itself back on.